Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this ICD revealed no anomalies. Attempts to interrogate the device were unsuccessful. The device case was opened in order for the internal components to be assessed. Detailed analysis determined the inability to interrogate this device was due to an internal short within the transformer which resulted in damage throughout internal circuitry.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was not able to be interrogated. Application of a magnet did not produce tones. No adverse patient effects were reported. A request for additional information has been made.

Event description:
Subsequent information indicated that the device was never able to be interrogated. A replacement procedure was performed and the device was explanted. There were no adverse patient effects reported.

Event description:
The device was returned for analysis.